Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the start of a quadrantectomy, while closing the skin, the thread broke when the surgeon was using a " separate points" suturing technique. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.